Event description:
Will not boot up. Multiple attempts have been made to contact the customer without success. No further details are available.

Manufacturer narrative:
Field service engineer (fse) confirmed that the generator console would not boot and replaced the console. Fse verified proper operation according to hydravision dr system service checklist and returned the unit to full service. No further investigation needed at this time.